Manufacturer narrative:
The hill-rom technician found that the sling bar was not assembled according to instructions. According to the loler regulations in the (B)(4), a max load test shall be done when replacing the sling bar. The hill-rom technician replaced the sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the technician stating that the sling bar failed during a load test. The lift was located at hill-rom international. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).